Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02084 the patient received two leads (from two separate lots) as part of her scs system. It was reported when the patient turns on stimulation her tailbone begins throbbing and the pain intensifies. She stated this issue began about (B)(6) weeks postoperative. Reprogramming efforts were allegedly unsuccessful at resolving the issue. The patient also reported that she still has pain in one foot although she feels some relief with either medication or stimulation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.